Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Device evaluation: one device was received. A visual inspection found no abnormalities. During the functional testing, there were no abnormalities found in the product and it worked normally. When the tube that came with the product was connected to the main unit, the reported phenomenon was reproduced. The cause is an air leak in the attached tube. The cuff pressure gauge device passed all functional tests.

Event description:
It was reported that "the needle comes down." There was patient involvement. Per investigation: during the functional testing, there were no abnormalities found in the product, and it worked normally. When the tube that came with the product was connected to the main unit, the reported phenomenon was reproduced. The cause was an air leak in the attached tube.